Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11g16016, h11f17065 and no exceptions were observed that were related to the reported condition. The cause of the user error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the user error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(4) of a touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer service, the nurse stated that on an unreported date, the patient experienced a touch contamination that resulted in peritonitis on (B)(6) 2011. The patient was not hospitalized for the peritonitis. On unreported dates, the patient began treatment with cefazolin (ip, 300mg, daily) for one week and gentamicin (ip, 10mg, daily) for one week. On an unreported date, the patient recovered from the peritonitis with culture positive for gram positive rod and diphtheroid-like organisms. The patient was re-trained on aseptic technique. Dianeal pd4 ambuflex and extraneal viaflex therapies were ongoing. The nurse stated that the peritonitis with culture positive for gram positive rod and diphtheroid-like organisms was unrelated to dianeal and extraneal therapies. An opinion of causality was not provided for the touch contamination.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.